Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a misalign/kink/breakage of charged coupled device (ccd) cable by applying some kind of stress or, a bad electrical contact caused by scratched the scope connector contacts due to stress applied to the scope connector. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition, the scope data was not stored. Plastic distal end cover was chipped. Bending section cover adhesive was peeling. Insulation failure of the insertion section. The charge coupled device shrink tube was cut. The scope connector was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed b30 (scope communication error) code during reprocessing. There was no report of patient harm associated with this event.